Manufacturer narrative:
H6: the definitive root cause could not be determined. A photograph of the broken device was provided which confirmed the breakage. The quality investigation is complete.

Event description:
It was reported that prior to a surgical procedure, while testing, the bur broke. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that prior to a surgical procedure, while testing, the bur broke. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that prior to a surgical procedure, while testing, the bur broke. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.